Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that the patient retaining a lot of urine in their bladder was the patient's baseline. The patient has a history of chronic idiopathic urinary retention. The patient did experience urinary retention prior to the device. Their retention did not worsen as a result of the device or therapy. Catheterization was the patient's 'standard of care' prior to the device. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had a couple of days where their symptoms were the same as they used to be. Patient stated their bladder was so much better except for some days. Patient said they had about 3 days where they felt hurt, spasms, pressure, couldn't pee and was retaining a lot of urine in their bladder. Patient mentioned this situation could be caused due to the catheterization. Patient mentioned catheterizing for about a month ago but since 10 days ago everytime they had to do it, they had a lot of pee and blood. Patient mentioned they have been on medication for a long time because they were ill and this drug works to make them very regular which was wonderful but not like regular laxative. Finally, agent asked patient if their symptoms now are the same or maybe worse than before after patient adjusted the therapy previously and patient stated that their bladder was better, especially the horrible pressure they had all the time whenever they were standing and overwhelming feeling like they were going to have an accident and that was improved by at least 60-70%. However, for their bowels they were having some constipation again since 3 days ago that was not worse than before, patient mentioned not taking the medication for their bowels due to an insurance issue and maybe that is causing that situation. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow-up appointment tomorrow.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.